Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening. The reported loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant: 2588490 02-012-44-5011 - logic tibia implant psc insert, sz 5, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00707. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 95 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and synovitis. No operative notes were provided. Legal documentation reported findings of a loose patella polyethylene. No further issues or complications were reported. No additional information is available.